Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav6 (part# 22438-19, lot# 0111351) is being filed under a separate medwatch MFR number. The device was not returned for analysis. Difficult to remove can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and interaction with associated devices. Based on the reported information, the difficulty removing the rx acculink appears to be related to interaction with the emboshield nav 6 filtration element during advancement. It is possible that the tip of the rx acculink became stuck with the filter element in such that during withdrawal of the rx acculink, the filter element began to withdraw causing resistance and difficulty with removing. The reported difficulty appears to be related to case circumstances and/or use technique and there is no indication to suggest a product deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot.

Event description:
It was reported that during the procedure in the extremely tortuous left internal carotid artery, the emboshield nav6 filter was deployed successfully; however, when the rx acculink stent system was advanced to the target lesion, the tip of the stent system engaged with the nav6 filter. An attempt was made to withdraw the stent system, pulling the filter below the lesion. The emboshield nav6 recovery catheter was advanced and successfully retrieved the filter. Another emboshield nav6 filter was deployed further distal and the same rx acculink stent was deployed successfully. There was no adverse patient effect.